Event description:
It was reported that the anchor broke during the rc. No patient harm was reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Visual assessment of the inserter shows the inner shaft is dramatically bent. The anchor is free from the inserter and it is bent and missing one fin. Dimensional assessment of the inner shaft confirmed it met print specifications. The condition of the inserter and anchor indicate axial alignment was not maintained during insertion of the anchor causing the reported breakage. Use error may have been a contributing factor for this event.